Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine check when several episodes of auto mode switch (ams) and noise reversions due to noise on the atrial lead was noted. All other capture, sensing and impedance lead testing was normal. Noise was not able to be reproduced. No intervention was performed. Patient will continue to be monitored. Patient was asymptomatic before, during, and after the routine check.